Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on his left side under the lifevest. The patient's physician gave the patient hydro-cortisone cream to put on the rash. The patient reported that the rash was improving. There was no allegation that a device malfunction caused or contributed to the reported irritation.